Manufacturer narrative:
The insulin pump had missing segments/partial display due to cracked and bleeding lcd glass, minor scratched display window and cracked reservoir tube lip. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to lcd damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. Customer's blood glucose level was 166 mg/dl. The insulin pump was dropped or bumped. The anomaly persisted after the battery change. The display was missing segments. The device will be returned.